Manufacturer narrative:
Additional information noted that the transducer was re-zeroed and flushed when the discrepancy was noted between the non-invasive and arterial blood pressures. There were no bubbles noted in the transducer set. The waveform was normal and the dynamic response was adequate. No pressure tracing was returned for review. Because the patient was receiving cytotoxic therapy, the sample was discarded by the hospital.

Event description:
The report stated there was "wide non-correlation between non-invasive and invasive bp measurements after initial good correlation. Invasive sbp read 250mmhg- non-invasive sbp read 190mmhg. Treated with metoprolol and fentanyl. Significant improvement in non-invasive bp to 140mmhg with no improvement in invasive sbp- remained at 250mmhg. After transducer line was changed invasive and non-invasive measurements correlated again."